Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of over 600 mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not specify they received any treatment above and beyond the usual routine of diabetes care and management. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2018 with the following findings: the pump's total daily dose history showed out of order dates. The pump was exercised for 24 hours and correctly recorded the basal deliveries during that time. The recorded total daily doses of insulin added up to the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated.